Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 6mm by 4mm amplatzer duct occluder was chosen for implant using a 7f amplatzer trevisio delivery system. The purpose of the procedure was closure of a gerbode defect. The physician attempted to place the rail guidewire and loader through the delivery system but there was difficulty getting the loader to fit along the wire. The wire was removed and the occluder was advanced through the delivery system without issues. At the end of the procedure, a full echocardiogram (echo) assessment was performed and showed what they thought was a loose chordae tendineae. It was unknown if the chordae tendineae were damaged by either abbott device. The overall function of the mitral valve remained unchanged from the begging of the case to the end of the procedure. The patient remained hemodynamically stable throughout the procedure. The patient was reported as doing well.

Event description:
It was reported that on (B)(6) 2023, a 6mm by 4mm amplatzer duct occluder was chosen for implant using a 7f amplatzer trevisio delivery system. The purpose of the procedure was closure of a gerbode defect. The defect was accessed via the femoral artery. The physician attempted to place the rail guidewire and loader through the delivery system but there was difficulty getting the loader to fit along the wire. The wire was removed and the occluder was advanced through the delivery system without issues. The occluder and delivery system were advanced from the right jugular vein to the left ventricular out flow tract (lvot). Initial placement of the distal end of the occluder was established from the lvot. At the end of the procedure, a full echocardiogram (echo) assessment was performed and showed what appeared to be loose chordae tendineae. It was unknown if the chordae tendineae were damaged by either abbott device. The overall function of the mitral valve remained unchanged from the beginning of the case to the end of the procedure. The patient remained hemodynamically stable throughout the procedure. The patient was reported as doing well and discharged.

Manufacturer narrative:
An event of damaged chordae tendineae was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.